Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. A completed questionnaire was returned. (B)(4).

Event description:
A nurse reported that after bilateral intraocular lens (iol) implant procedures, the patient could not adapt and was not happy with the outcome. The lenses were exchanged approximately four months after initial implantation. Additional information was requested. There are two reports for this patient. This file is for the right eye.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and an unspecified handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge/handpiece combination used. (B)(4).